Manufacturer narrative:
No root cause was determined. Based on the alarm trace at the time of the event, a sample quality issue is most likely. The patient was not adversely affected by the original result.

Event description:
The customer received a questionable creatinine plus ver.2 result on their c501 analyzer. The patient's initial creatinine result was 0.01 mg/dl accompanied by a data flag. It was reported outside the laboratory as <0.06 mg/dl. While reviewing the test orders for the patient, the customer noticed the low creatinine result. The sample was repeated on the laboratory's other c501, serial number (B)(4). The repeat result was 1.19 mg/dl. The customer considered the repeat result to be correct and it was issued as a corrected report. The patient was not adversely affected by the original result that was reported. The creatinine reagent lot number was 65166701 and the expiration date was 07/31/2012. The field service representative found a sample quality issue. The bicarbonate had a sample short flag on the same sample, but the sample was not short. He checked the sample probe alignment. A precision study was performed using the creatinine low quality control material.